Event description:
The customer reported to philips healthcare that the "self-test works correctly, the shock is delivered but as soon as the paddles are connected, shocks cannot be delivered" on the heartstart xl. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.